Event description:
It was reported that this right ventricular (rv) lead had exhibited a high threshold. This rv lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.